Event description:
It was reported that, "the headless pin got stuck in the hole of the distal femoral resection guide. Was cold welded and could not be pulled out. Surgeon kept the pin in as it was, and resection guide was further away from femur than optimal, but used other pin on other side and was able to complete the function."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.